Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the insulin pump had insulin pump had button error on screen and no any the button was working. The customer¿s blood glucose level was 70 mg/dl. Customer reported that the time clock did advanced. The customer was advised to discontinue the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.